Event description:
It was reported that in june sometime mobile power unit caused no external power; the patient did not feel well, and speed dropped into the 2000¿s. The patient went to battery and had not had issues. It did not happen when the mpu was connected in clinic. There were also not alarms when the mpu connected to clinic's equipment. The alarms were unable to be reproduced in clinic. The patient had rescue tape on driveline from previous damage. The log file no longer contained data from june. There were no unusual events recorded in this log file event history. An ungrounded patient cable was requested as a precaution. X-ray images submitted were unremarkable with no obvious areas of cable degradation. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service. It was unknown whether the patient had further alarms since they had not received replacement. Previous damage on driveline is captured under manufacturer report number 2916596-2024-05517.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6, health effect - clinical code: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: analysis of the submitted log file could not confirm the reported speed reduction in june due to the log file not containing data from the reported event date. A specific cause for the speed reduction could not conclusively be determined through this evaluation, however, the account placed the patient on an ungrounded patient cable and completed x-ray imaging of the driveline, which are consistent with potential driveline wire compromise. The submitted log file did not contain any data from the reported event date; however, the data in the log file did not indicate any issues with the heartmate (hm) ii left ventricular assist system (lvas). The account submitted x-ray images of the patient¿s driveline. These images were unremarkable with no obvious areas of cable degradation. Additional information revealed that superficial driveline damage had not worsened. An ungrounded patient cable was requested as a precaution. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the hm ii patient handbook are currently available. The hm ii IFU, as well the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.